Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure and prior to freezing any of the veins, blood was noticed in the endotracheal  (et) tube and suction was performed. The left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) were able to be frozen. During this time, several attempts at suctioning the et tube were performed. The blood volume in the et tube increased and the patient's blood oxygen saturation began to decrease. Blood had pooled into the patient's left lower lung lobe. The case was aborted while the patient was under general anesthesia. The patient was hospitalized as a resultof the event but has been extubated and is stable. The physician believes that the injury initially occurred during intubation. No further patient complications have been reported as a result of this event.